Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got a replace battery now alarm. The blood glucose level was 162 mg/dl. The customer also stated that they did not receive a low battery alert prior to the replace battery alert. The insulin pump will not be returned for analysis.